Event description:
Customer reported intermittent low platelet counts were obtained when using the coulter lh 750 hematology analyzer. The test results were not associated with instrument-generated flags. The test results were determined to be erroneous when compared to test results obtained using another analyzer, a coulter act 5diff hematology analyzer, which were considered correct. Erroneous test results were not reported out of the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer. The fse was unable to reproduce the issue of intermittent low platelet counts. The sweep flow lines, count lines and aperture voltages were checked and in addition, no platelet background issues were found. Three (3) reproducibility tests were performed and all passed specifications. Raw data analysis was conducted. Raw data for the run with low plt (92) recovery was provided. Instrument raw counts and histograms for platelets were reviewed, all are normal. Therefore the counting and channelizing subsystem of the instrument functioned as designed. Plt and rbc are analyzed from the same apertures and since the rbcs are consistent between runs, there should be no dilution problem in the red apertures. Comparison of wbc histograms between the runs (from the printout) reveals that there was interference in the front of the wbc histogram for the run with low plt recovery, but not with the other runs. Consequently, platelet clumps cannot be ruled out for causing the low recovery of plt seen in the first run. The cause for the low platelet counts was not determined, however, a potential cause is the presence of platelet clumps. Product labeling was evaluated. Coulter lh 750 operator's guide, (B)(4): beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. Coulter lh 750 reference guide, (B)(4): giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, and red cell fragments are listed as known interfering substances for the platelet parameter.